Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a tha of the left hip on (B)(6) 2012. It is further alleged that the patient now experiences constant, severe and debilitating pain in his left hip and he is scheduled for a revision (B)(6) 2017.

Manufacturer narrative:
An event regarding pain involving a metal head was reported. The event was not confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a tha of the left hip on (B)(6) 2012. It is further alleged that the patient now experiences constant, severe and debilitating pain in his left hip and he is scheduled for a revision (B)(6) 2017.